Event description:
A malfunction alarm with code malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the customer in completing the process successfully. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and contact support if any issues arise.